Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in use. The device has been returned to the manufacturer but the evaluation has not begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.